Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported that the battery is not recognized by the defibrillator. The event occurred during clinical use, but there was reportedly no patient harm.